Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the pt is getting redness and itching in area where wick is placed. This irritation has been ongoing and the dr gave cream and noticed irritation still occurring. Caregivers want to stop autoship. It is unclear if troubleshooting was performed. It is unknown if lot/serial number was requested. (Female wick)

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. Instructions for use were reviewed and found adequate. A DHR could not be performed since no lot number was provided. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the pt is getting redness and itching in area where wick is placed. This irritation has been ongoing and the dr gave cream and noticed irritation still occurring. Caregivers want to stop autoship. It is unclear if troubleshooting was performed. It is unknown if lot/serial number was requested. (Female wick)